Event description:
It was reported that the bd extension set was damaged. The following information was provided by the initial reporter: this is a filter we use to deliver the very expensive drug myozyme. Today it was noted that the line before the filter was crushed and no fluid would go down the line. Additional information received from the customer: what course of treatment changed due to event? No change in treatment are there any safety issue taken. It was mentioned in pir was unknown. No safety issues please confirm how the fault was identified? While it was being used for infusion please confirm when the fault was identified during priming or during infusion? It was identified during priming. Please confirm what substance was being infused during the time of the event? The drug being infused was myozime. Was there any patient harm? No. Was there an under infusion? No. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Unsure, the line will not have been flushed through as it was blocked and that is the fault.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation resul: one 20350e-0006 sample was received in opened packaging from lot 22119318 for investigation; no residual fluid was present. The customer reported that "the line before the filter was crushed and no fluid would go down the line." They also confirmed that the defect was identified during priming. Visual inspection of the returned sample confirmed the following defects: kinked tubing by the y-site. Cloudy tubing joint downstream of the inline filter. Cloudy and deformed tubing for the whole upstream segment to the inline filter. The returned sample was also subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and an occlusion was identified at the upstream inline filter tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the kink was likely to be related to excess solvent coming into contact with the tubing during the assembly process; the solvent would result in the tubing becoming more malleable which could result in the observed kinks occurring following the coiling process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 22119318 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, since the manufacture of the reported lot, the product has been transferred to an alternative manufacturing site; however, the quality team will continue to monitor the incoming feedback and remain vigilant to reports of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.